Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venous closure of the left common femoral vein with a prostyle device using the pre-close technique via a 6f sheath hole prior to a pulmonary vein isolation (pvi) with pulsed-field ablation (pfa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three prostyle devices. The sheath was upsized to a 17f, and the pvi with pfa procedure was completed. Hemostasis was ultimately achieved with a figure of 8 stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.